Manufacturer narrative:
The returned product consisted of the rotapro atherectomy system with the related rotawire. The burr catheter was received attached to the advancer unit with the rotawire inside the rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the rotapro device. The rotawire was received inside the rotapro device and was able to be moved distally out of the burr catheter with no resistance or issues. Functional testing was performed in order to confirm the reported unusual noises. During functional testing, the rotapro advancer was connected to the rotapro control console. When the knob switch was pressed, the device stalled and would not run. Destructive testing was performed to identify the cause of the device stall, but destructive testing was not conclusive. There is not enough evidence to definitively say what the reason for the device stall was. Product analysis did not confirm the reported event, as the rotawire was able to be removed from the rotapro device with no resistance or issues. The reported noise issues were not able to be confirmed, as the device stalled and would not run.

Event description:
It is reported that a rotapro and rotawire entrapment occurred. A 1.50mm rotapro and rotawire were selected for procedure. During ablation, the device had abnormal sound, the physician stopped the rotation and tried to remove the device, however, the burr became stuck on the wire inside the patient. The devices were removed together as one unit. It was notice the rotawire was slightly stretched. The procedure was completed successfully with this device. There were no patient complications reported.

Event description:
It is reported that a rotapro and rotawire entrapment occurred. A 1.50mm rotapro and rotawire were selected for procedure. During ablation, the device had abnormal sound, the physician stopped the rotation and tried to remove the device, however, the burr became stuck on the wire inside the patient. The devices were removed together as one unit. It was notice the rotawire was slightly stretched. The procedure was completed successfully with this device. There were no patient complications reported.